Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient (B)(6) received an scs system, including a percutaneous lead, on (B)(6) 2010 for angina pectoris. It was reported that the patient only felt stimulation to the right side of the chest, and it was determined that the lead had migrated. The patient denied any repetitive activities, sudden movements or traumatic events. The physician explanted and replaced the lead on (B)(6) 2010. No further patient complications were reported.